Event description:
It was reported that during a colon case, the buttons did not work on the left hand side when using hand activation. The case was completed with a like device. No patient consequence reported.